Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack testing (i.e. Monitoring voltage was lower than labeled value). The device was returned to the reliability assurance laboratory for detailed laboratory analysis to determine root cause for the premature battery depletion.